Event description:
The baby was handed off to the nurse, who noted that the cord was not clamped and was bleeding. The nurse immediately clamped the cord. The clamp was found in hazardous waste "kick bucket" securely fastened.

Manufacturer narrative:
There has been no response from the account to multiple messages left. The medwatch report indicated that the baby was handed off to the nurse at the delivery. The nurse noted that the cord was not clamped and was bleeding. The nurse immediately clamped the cord with her hand until a cord clamp was placed on the cord. The physician stated that he had clamped the cord. The cord clamp was found in the hazardous waste 'kick bucket', securely fastened. The account did not determine a cause for the incident . The infant was observed in nicu due to blood loss and was transferred to the general nursery post transition. No sample was returned for eval. It is not known if physician error played a role in this incident or if the device did not function as intended. (B)(4). No trend exists for this issue. Without a sample to evaluate, no root cause has been determined. No corrective action is indicated at this time. However, due to the reported incident, a medwatch is being filed.